Manufacturer narrative:
X-rays were taken on an unknown date, but not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an (B)(6) female had original surgery 11 months ago with a trochanteric fixation nail (tfn). She had a non-union and the nail was found to be broken at the helical blade hole. The patient was revised (B)(6) 2015, the nail was removed uneventfully and a proximal femur plate was implanted. Date of original implant unknown. X-rays were taken but not available. There was no surgical delay, patient was not harmed and procedure was completed successfully. Clinical findings indicate delayed healing. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Helical blade was explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.